Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was exhibiting oversensing and loss of capture. The ipg was explanted. The ipg was implanted for a total of 200 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 114 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.